Event description:
There was an allegation of questionable pth elecsys e2g results for one patient. The customer suspected interference by heterophile antibodies in the patient¿s sample. The patient was tested repeatedly over the course of several months, and the result was always >5000 pg/ml. Testing occurred on (B)(6) 2025, (B)(6) 2026. The results for the sample from (B)(6) 2026 were consistently >5000 pg/ml.

Manufacturer narrative:
Reagent lot 875301 has an expiration date of 31-oct-2026. The expiration date for reagent lot 855897 was not provided. The customer used cobas e801 analyzers (B)(6). The investigation is ongoing.